Manufacturer narrative:
As reported, post implant of the bard soft mesh, the patient was diagnosed with seroma and underwent evacuation of seroma. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device. This MDR represents the ae of seroma. Additional mdrs were submitted to represent additional ae of wound dehiscence and bacterial infection. Remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2019 - subject patient underwent a multiple recurrent open upper midline ventral hernia repair and was implanted with a bard soft mesh. The mesh was fixated using both mechanical fixation and sutures. The fascia was completely closed by mechanical suture and skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2019. (B)(6) 2020 - subject patient was diagnosed with abdominal wall seroma. The patient underwent removal of infected stitches, evacuation of seroma and removal of sinus tracts. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.